Manufacturer narrative:
Product analysis: the device remains was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded once. An attempt to deploy the valve was made but the valve was too deep and the valve was recaptured without issue. On the second attempt to deploy the valve, the deployment knob was hard to turn. With this attempt, the valve was sticking in the delivery catheter system (dcs) and the capsule would not move. Ultimately, with this second attempt the dcs capsule broke into two parts. The deployment knob remained intact. The system was removed from the patient. A misload, paddle slightly out of pocket, was identified after the procedure via review of the fluoroscopy. A new valve and delivery catheter system (dcs) were used for implant. As reported, the patient anatomy was not a contributing factor to the valve deployment. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. With the limited information available, an assignable root cause for the positioning difficulties could not be determined and a relationship to the dcs cannot be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned with the valve loaded in the capsule of the dcs. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear, which typically occurs when increased forces are present in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. On attempt of closing the handle completely, the handle was felt stiff and the capsule bent. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, confirming the reported event. No procedural images were provided for review to confirm the reported misload. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, a misload paddle slightly out of pocket, was identified after the procedure via review of the fluoroscopy. This indicates that the probable cause of the capsule separation and difficulties deploying was due to the reported misload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs. The handle appeared intact. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. On attempt of closing the handle completely, the handle was felt stiff and the capsule bent. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The reported event for capsule separation and deployment knob stiff could be confirmed in the analysis. The capsule separated and the deployment appeared stiff toward the end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.